Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock. This shock induced a ventricular fibrillation which was appropriately terminated by the device. Analysis was performed and x-rays determined that the system exhibited noise and oversensing due to air entrapment on the header, which also increased impedance measurements. It was determined that most of the air had already been dissipated. No changes were performed. This system remains in service. No further adverse patient effects were reported.